Event description:
It was reported that the fiber cap detached inside the pt at 52,352 joules during prostate vaporization. The cap was retrieved. The procedure was completed with a second fiber. The pt outcome was reported as "fine".